Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized twice due to high and low blood glucose. Customer stated that the blood glucose reading at the time of hospitalization was over 200 mg/dl. Customer stated that her blood glucose dropped below 20 mg/dl and she was unresponsive. Customer stated that her husband called the paramedics and she was hospitalized because of the low blood glucose. Nothing further was reported.